Event description:
Iol sn:(B)(6). Marks resembling a gash on the central optic of the drn00v model intraocular lens (iol) was noted after its implantation in the patient's operative eye. The iol was removed during the same procedure and replaced with another drn00v 22.0 diopter iol. There was no patient harm and no medical intervention. Patient prognosis post-procedure was reported as good. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 13-jan-2026 section h-3: device evaluated by manufacturer: yes device evaluation: the simplicity that corresponds to this complaint was received inside the original folding carton. The patient stickers, implant notification card, patient implant identification card, an open non-johnson & johnson pouch with a lens stuck to a piece of foil. During a visual inspection, the device was inspected under magnification. The cartridge tip and plunger rod tip were damaged. Ophthalmic viscosurgical device ¿ viscoelastic (ovd) was observed inside the cartridge. The lens module and handpiece were inspected, and no issues were identified. The lens was visually inspected and observed to be cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected, and damage on the surface of the lens was observed. No further issues were identified and no further evaluation was performed. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that this production order was released within diopter specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order ¿ halo vision, glare, and explant. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.